Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint is confirmed. Visual inspection identified that laser marks faded and the edges around the torque indicating adapter had chipped. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Functional testing noted that the torque indicating is stuck.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/30/2024, it was reported by a sales representative via (B)(4) that an ar-9545-t15h torque indicating adapter broke. This occurred during a revers total shoulder arthroplasty procedure on (B)(6) 2024 when the torque indicator broke when approaching 5. The case was completed successfully. No additional information was provided, and additional information has been asked.

Event description:
Additional information was provided on 2/7/2024 where it was stated that no fragments were in the patient. The device broke when reaching the end of the available torque range.

Manufacturer narrative:
Additional information was provided on 2/7/2024 where it was stated that no fragments were in the patient. The device broke when reaching the end of the available torque range.